Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. However, power management graph and long trace displays unexpected battery power loss and battery lasting less than expected, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump displayed replace battery alert. The customer¿s blood glucose level was unknown. The battery power was run out on the second or third day of use. The insulin pump will not be returned for analysis.